Event description:
The customer reported that in 2006, the prisma machine had, between 00:00 and 02:00 a.m., a return line disconnect from a patient and had not alarmed with either a return pressure dropping or a return disconnection alarm. The return line disconnection resulted in sufficient blood loss to cause a drop in blood pressure and hypovolemic cardiac arrest. Patient lost approximately 1.5l of blood.

Manufacturer narrative:
Patient was resuscitated and now is fine. At the time of treatment the patient was conscious, but confused and staff had reported that the patient had a tendency to try to remove feeding lines etc. On july 3, 2006 prisma technical specialist attended bradford royal infirmary to investigate the cause of this incident and assess the status of the machine. The prisma was set up to run a dummy treatment using the same parameters (same patient selected) as at the time of the incident. From the extensive testing carried out post incident, the prisma machine was operating correctly and to manufacturers specification. The prisma operator's manual, chapter 4: "alarm system", warns: "the control unit may not be able to detect disconnections of the set from the patient's catheter. Carefully observe the set and all operation while using the prisma system". While a requirement exists to detect a pressure drop in the venous line, which may occur in case of needle disconnection, the pressure drop may not be enough to cause a pressure decrease to be detected by the machine, even with pressure alarms and alarm windows properly set. In fact, in case of venous needle disconnection, the pressure at the venous monitoring side may only decrease by the pressure maintained within the patient's access site. This pressure drop may be less than the machine's venous pressure alarm window. This is common to all other currently marketed chronic or intensive care dialysis machines. On november 2005, gambro dasco made a human factors evaluation study. The purpose of "human factors" study is to get a deeper understanding for the venous needle dislodgement issue from an end user perspective with respect to (I) the existing warnings on the operator's manual and (ii) evaluate any modification to ensure our message is effectively commnucated to the user, including revised warnings and developing "user friendly" training material. A follow-up will be submitted with the actual implementation date and copy of training material.